Event description:
Customer reported an unexpected negative reaction with a patient sample tested with capture-r ready ID (crrid) on the echo.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs (3), lot r027, and crrid, lot id104. These products were used by the customer at the time of the event. Testing was performed with the customer's returned patient sample using retention capture-r ready-screen (3), lot r027, capture-r ready-ID, lot id104, and capture-r indicator red cells, lot 221252, on an in-house echo. The sample was nonreactive in all testing. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen I, ii, and iii, lot 32889. Immuadd, lot 6n5509, was used as potentiator. The sample was nonreactive (macro- and micro-) with all cells tested.